Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records were reviewed and no nonconformities were found. Device not available for return.

Event description:
It was reported to nevro during a routine follow up that the patient had acquired an infection and the device was explanted. The patient had recovered without sequelae. There were no other details regarding the event.